Manufacturer narrative:
A batch record review found no discrepancies. Process checks and quality checks were performed and yielded acceptable results. A photo was received for this complaint and was evaluated. The photo confirmed the device was in use and was a convatec product. The photo also shows that the mass surface was disrupted and displays evidence of fecal matter at the center hole. As the sample was used, conformity to specification could not be determined. No additional action is required and this complaint will be closed. The issue will be monitored through the post market monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
After seven (7) days wear, the end user reported "the mass is cracking and sticking to her skin (hard to get off)." No patient harm was reported as a result of this complaint.